Event description:
It was reported that during a pump refill on the (B)(6) 2010, the pump needle came out of the refill and the pump pocket was filled with 17 ml of 2mg/ml dilaudid. Patient went into overdose symptoms, was diaphoretic with chest wall tightness and dizziness. Pt was hospitalized. Was refilled (B)(6) 2010 with the full volume of fluid. The patient was reported doing well now.

Manufacturer narrative:
(B)(4)